Event description:
It was reported that this pacemaker stored inappropriate atrial tachy response (atr) containing farfield oversensing of right ventricular (rv) pacing on the atrial channel. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.